Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. The issue caused the customer¿s bg to exceed 500 mg/dl. Customer's bg due to the issue was over 400 mg/dl. A correction injection via manual injection was administered to address bg level. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.